Event description:
A malfunction alarm was reported, specifically alarm 2 followed by alarm 26, due to an occlusion issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer to perform various actions, including disconnecting tubing, delivering boluses, and replacing the cartridge. The customer successfully completed a bolus and was advised to replace supplies as needed and continue insulin therapy.